Event description:
The patient is a female who had an interstim implant placed. She had a cooking accident where she electrocuted herself and fell down on the floor and today the representative from medtronic was here and she called the company but they had no information about what happens after electrocution, however her battery is not working appropriately and at the moment, the whole system is not working appropriately. She had significant benefits, though, when she had the implant before this accident happened and now she is not in good shape and she feels funny sensations here and there if she turns it up. She is keeping at 0.2 amperes (a) and this is giving her some benefit but without unpleasant effects, but once the amplitude goes up, she gets that. A complex programming was performed today and she is on program 1 with 0.2 a at the moment. Her battery life is 101.2 months. Electrode impedances were corrected and there were greater than 50 and less than 4000 on all settings. However, because of the abnormal show sensations and responses and clinical history, we discussed about replacing the battery or battery and the lead and I think it will be in her best interest to revise the whole thing, take the battery out, take the tined leads out and put fresh ones. The company would like to analyze the battery that comes out and the lead that comes out and see if it is behaving normally in the lab in the company.so with that understanding, I discussed with her about revising it and we got a consent and we are going to schedule her for that in the near future. Surgical note from same urologist on day of surgical removal and replacement of interstim device: the patient has an interstim implant that got disturbed and is working in an awkward fashion after she electrocuted herself and fell on the side that she has the implant. It was tested in the office and programmed and the responses were not appropriate and therefore we decided to bring her in to revise the interstim implant. We first tried to just change the battery; however, her responses were not appropriate even during the surgery and therefore we decided to do a total complete revision and that included taking out the tined leads and also removing the battery and then doing the whole full implant again.